Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was non calcified and non tortuous. Reportedly, the 3.0x38mm xience skypoint balloon burst at the beginning of stent deployment. A new 3.0x38mm xience skypoint stent was successfully deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.